Event description:
Follow up information identified the patient was fine. A retrial with anesthesia is scheduled for (B)(6) 2017.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was undergoing a trial implant procedure on (B)(6) 2017 where the patient complained of a tingling sensation and then passed out. The needle and lead were removed and the patient was stabilized and sent to the ER as a precautionary measure. The procedure was abandoned.